Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the right atrial (ra) lead was found to have multiple episodes of noise. The ra lead will be monitored and further investigated at the patient's next follow-up. There patient was stable with no consequences.